Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for ketoacidosis on (B)(6) 2017 with a blood glucose level of 450 mg/dl due to a bent cannula. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and IV fluids. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.